Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two common compute controllers (ccc) and the tower core. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The first ccc was returned for evaluation and the reported issue was not confirmed but was replicated. The issue could not be confirmed as the issue does trigger an error. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good eft and powered on. Upon power on completion, the system was frozen. The viewer and ergo adjustments did not respond and could not be adjusted. This pointed towards a potential bricked tegra module. The ccc was taken to a programming bench where it was confirmed the tegra module was bricked. The root cause of this issue was the bricked tegra module. The second ccc was returned for failure analysis and the reported issue was confirmed and replicated. Reviewed aperture and confirmed the issue did occur in the field system. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the known good in-house and tower monitor did not show full display. Performed bench testing on this unit and confirmed that unit is bricked. As a results of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue. The core was returned for failure analysis and the reported issue was not confirmed or reproduced. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the known good in-house system and system was able to boot up but did not see the e200 generator. Issue still persisted after multiple power cycles. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power on normally. The staff stated the system had the same problem before. The staff stated they were getting an insufflator was disabled message on the screen and the system would not fully power on. The staff requested for a field service engineer (fse) to call as soon as possible to discuss service. The system was down. The procedure was aborted with no patient involvement.